Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found. The event is likely procedure related.

Event description:
It was reported to nevro that a patient experienced cardiac arrest during the implant procedure. The device was explanted and the patient was in a coma. Stimulation was not activated yet. The physician indicated that the event was likely related to anesthesia. Follow-up report indicated the patient is awake, doing well, and has been released from the hospital. There were no further reports of complications.